Manufacturer narrative:
H10: manufacturing review: no manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: a physical sample was not returned and images were not provided for evaluation. Therefore the reported issue could not be reproduced and the investigation will be closed with inconclusive result. Based on the investigation of the provided information and as no sample was returned the complaint is inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently addressed the potential risks. Regarding preparation the IFU states: 'flush the inner lumen of the stent system with heparinized normal saline prior to use.' Regarding the usage of appropriate accessories the IFU recommends a 6f (2.0 mm) or larger introducer sheath and a 0.035 inch diameter guidewire of appropriate length. Furthermore, the IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' In regards to predilation the IFU states: 'predilation of the lesion should be performed using standard techniques.'. H10: g4. H11: d4,d10, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of an artery in the lower extremity via femoral artery access, the distal tip of the delivery system was allegedly found detached after implanting the stent and retrieving the delivery system from the patient. It was further alleged that the health care provider used an x-ray to check for the tip in the surrounding vessel, but did not find it. As a result, a second stent was allegedly used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent products that are cleared in the us. The 510 k number and pro code for the lifestent products are identified.

Event description:
It was reported that during treatment of an artery in the lower extremity via femoral artery access, the distal tip of the delivery system was allegedly found detached after implanting the stent and retrieving the delivery system from the patient. It was further alleged that the health care provider used an x-ray to check for the tip in the surrounding vessel, but did not find it. As a result, a second stent was allegedly used to complete the procedure. There was no reported patient injury.